Event description:
Tech alleged that the casters are braking but are the brake casters are ratcheting. No pt impact.

Manufacturer narrative:
The tech found the brake casters are worn out. The tech replaced the brake casters to resolve the issue.